Event description:
Pt reported hearing intermittent sound sensations. The results of diagnostic testing of the implant in 09/13/99 and 11/12/99 were equivocal. Surgeon and the pt's family decided to have the device explanted and replaced with a new implant. The device analysis identified a fault in the receiver/stimulator.